Event description:
It is reported that during an ac joint separation surgery a sagittal saw attachment would not work. This caused a 45 minute delay in surgery. There was no user or patient injury. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed; the device was observed to have a damaged saw blade coupler. This condition was likely due to normal component wear out from use over time. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Changed name to (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. The customer called in a service request for this item on (B)(6) 2013 for does not function. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.

Manufacturer narrative:
This device used for treatment and not diagnosis. Date received: additional information received from anspach.